Event description:
It was reported that the pump battery would not charge despite attempts with different outlets and charging cables. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support instructed the caller to try different power sources, but the issue remained unresolved as the pump was not replaced due to being out of warranty.